Manufacturer narrative:
Evaluation: as part of our evaluation, the forceps were returned to the supplier for evaluation. The results of the evaluation include the following: no physical damage to the forceps device was observed during the evaluation. The forceps opened and closed properly. The distal end of the forceps were dimensionally verified and the cup configuration was confirmed to be appropriate. The forceps met all applicable specifications. The evaluation of the forceps device did not reveal an observation that could have contributed to the reported observation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test with this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for this observation was unable to be determined because a discrepancy or anomaly that could have contributed to the reported observation was not observed during the evaluation of the returned device. The actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. The user is instructed to apply slight pressure to the handle while closing the forceps around the tissue or object. A note in the instructions for use indicates that it is not necessary to apply excessive pressure to cleanly excise the tissue. The size of tissue to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported occurrence. Prior to distribution, all disposable biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because a discrepancy or anomaly that could have contributed to the reported event was not observed during the evaluation of the returned forceps. The report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) with biopsy of the gastric wall, the physician used cook endoscopy disposable biopsy forceps. One biopsy was completed successfully. During the second biopsy, the forceps made a tear 1cm in length. The procedure was completed with these forceps and the tear did not require medical or surgical intervention. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.